Manufacturer narrative:
This report is being submitted as a result of a remediation CAPA to reassess product risks. Manufacturer reference file # (B)(4).

Event description:
Customer reported patient had blisters under area covered by the device.